Manufacturer narrative:
Additional information was received, and section h should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles in the tubing/chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, manufacturer observed the humidifier and air inlet filter were missing. Manufacturer observed the power/ramp button was broken. Dried liquid spots (potential liquid ingress) with potential mineral deposits were observed in the iso port, on the bottom of the blower motor, and throughout the interior of the blower box. Manufacturer observed a keratin-like substance around the blower box outlet. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer applied power to the device and verified airflow. Manufacturer was observed dust-like contamination on the front panel, top enclosure, in and around the air inlet, on the rear panel, in the bottom enclosure, all over the blower motor, and in the blower box. Manufacturer observed a keratin-like substance around the blower box outlet. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed dust contaminant and was not able to confirm the complaint or address the symptoms specified. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.

Manufacturer narrative:
Device not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the tubing/chamber. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.